Event description:
It was reported that during a da vinci s surgical procedure the pk dissecting forceps instrument "cord" broke. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint that the instrument "cord" was broken, engineering found a broken conductor wire. The yaw pulley is also broken and a 290 inch x .090 inch piece is missing. The distal clevis on the same side as the broken yaw pulley has multiple scratches indicative of instrument collisions. Electrical continuity failed. Engineering also observed deep scratches on the main tube where material was removed. The damage is located within a 2" section extending from the interface with the proximal clevis. Based on the location and appearance, the damage is most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.